Event description:
This report is to advise of an event observed during analysis revealing exposed circuitry of the patient electronics system handheld printed circuit board (pcb). The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspections of unit and cables revealed no discrepancies or discernible damage. Upon boot-up, handheld touchscreen did not have a display. Internal visual inspections of the unit revealed handheld printed circuit board (pcb) was damaged and the l-inductor on the handheld pcb was detached resulting in exposed circuitry. No other software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.